Event description:
It was reported that on 19 december 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. A ntw mitraclip (lot: 30614r1035) was implanted successfully, reducing mr to grade 2-3. Just before waking the patient, the clip was observed to be detached from the posterior leaflet (single leaflet device attachment (slda)). An additional xt (lot: 31004r1009) mitraclip was implanted successfully. The procedure ended with mr reduced to grade 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information, the cause of the reported incomplete coaptation is due to the patient anatomy. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.